Event description:
Surgeon placed safelet needle, for caudal injection-plastic catheter broke off hub and had to be retrieved when surgical incision for laminectomy done. Device retreived and unit sent to MFR for evaluation.